Manufacturer narrative:
A fully deployed ultraflex tracheobronchial covered stent and delivery system were returned for analysis. The stent was measured to be within specifications. Visual examination identified no issues with the device. Taking all available information into consideration, the reported events were likely due to anatomical/ procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause of this complaint is operational context. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no other similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an ultraflex¿ tracheobronchial covered distal release stent was to be used to treat a stenosis in the bronchus, during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during procedure, the stent was able to be deployed. However, when the stent was viewed fluoroscopically, it was noted that the proximal end of the stent was stuck in the delivery system, making the delivery system difficult to remove. The device was shaken in an attempt to separate the stent from the catheter. When the delivery system was pulled out from the patient, the stent separated from the device and shifted towards the main bronchus. The stent was removed and the procedure was completed with another ultraflex¿ tracheobronchial stent of different size. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an ultraflex¿ tracheobronchial covered distal release stent was to be used to treat a stenosis in the bronchus, during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during procedure, the stent was able to be deployed. However, when the stent was viewed fluoroscopically, it was noted that the proximal end of the stent was stuck in the delivery system, making the delivery system difficult to remove. The device was shaken in an attempt to separate the stent from the catheter. When the delivery system was pulled out from the patient, the stent separated from the device and shifted towards the main bronchus. The stent was removed and the procedure was completed with another ultraflex¿ tracheobronchial stent of different size. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.